Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure has been scheduled. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure has been scheduled. No adverse patient effects were reported. At this time, this device remains in service.